Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow up report will be submitted.

Event description:
The customer reported that during use, a metal portion of the jaw fell off and into the pt cavity. The material was retrieved without issue. Another device was used without incident. There was no bleeding, no tissue damage and no pt injury.